Manufacturer narrative:
Additional information was received that following implant of the second valve, the mean gradient was 5 mm hg with no regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, with the limited information and no images to review, the conclusive cause of the pvl cannot be determined. The user then performed three post-implant balloon aortic valvuloplastys (bav). After the third post-implant bav, the pvl resolved however the bav resulted in a leaflet tear. Based on the reported information, preliminary assessments of the cause(s) of the leaflet damage reported in the event description, suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet, as it was stated that the user used a z-med balloon, which is what is called a "compliant or semi-compliant" balloon. Per the device instructions for use (IFU), table 3: post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a compliant and semi-compliant balloon for the 34mm evolut pro+ valve, is 26-28mm with an applied inflation pressure of no greater than 2 atm. In this case, it indicates that the balloon size for the third post-implant bav is 30mm which may have contributed to the leaflet damage. This event does not indicate device misuse or malfunction. Conclusion: method, results, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) using a 24 millimeter (mm) balloon was performed. After the valve was deployed, severe paravalvular leak (pvl) occurred. Post-implant bavs were performed using a 26 mm and a 28 mm non-medtronic balloons which did not resolve the pvl. The team decided not to send the patient to surgery and to perform a third post-implant bav, this time using a 30 mm balloon. The pvl resolved however the bav resulted in a leaflet tear. A second valve was implanted to restore function. No additional adverse patient effects were reported.